Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "visual analysis of the returned device identified: the weight the device within specification, brown and yellow particles on the shell, fold creases, wear abrasion, and two openings curved on anterior. A microscopic analysis was performed which identified: two striated openings on anterior. Based on the device analysis the final assessment is: two striated openings on anterior assessed as surgical damage consist in the use of some surgical tool." The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture" baker grade iii. Device was explanted.